Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was transported by ambulance to the hospital for low blood glucose. Troubleshooting was performed and the daily totals revealed a high amount of insulin delivered prior to his hospitalization. The customer stated that he might have over delivered to correct his high blood glucose.